Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient had received three notifications for the last seven days for low hv lead impedance. Insulation damage was suspected. The physician opted to continue to monitor the patient since the hv impedances were retested and were normal. The lead remains implanted.